Event description:
Failed c4 to c7 right expandable interbody cage device with breakout of anterior plate screws. Pt had a two level corpectomy for cord and root compression on (B)(6) 2014. Expandable cage collapsed down after the pt was discharged dislodging the c4-c7 plate and damaging the c4 vertebral body, expelling the c4 screws. Globus spine rep were present during the surgery.